Event description:
The customer reported approximately two milliliters of diluent leaked outside the instrument, under the shear valve, involving the coulter lh 780 hematology analyzer. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a pin hole in the red stripe tubing from the differential heater to the shear valve; the fluid was differential lyse reagent. The fse replaced the affected tubing and resolved the issue. The fse performed system shutdown and startup, latron control, 5c and retic controls, and a precision test; all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).